Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that during an implant surgery the catheter was unable to be aspirated. Replacement of the connector piece using an 8785 accessory kit was suggested. The physician then attempted to aspirate from the catheter access port (cap) of the pump once the catheter was again attached to the pump and was still not able to aspirate the catheter. Fluid was also unable to be infused into the catheter. Upon further inspection at the spine surgical site, it was felt that the catheter was no longer in the intrathecal space. A new catheter was used and the initial catheter was discarded of.